Event description:
It was reported that patient had a manipulation under anesthesia due to arthrofibrosis.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were manufactured in 2016 and 2017. Our clinical analysis noted that based on the information provided, this adverse event is likely related to the stiffness and scaring that is often associated with this procedure and not due to a failure of the s&n device itself. Post mua, this patient went from 0-70 degrees to 125 degrees and remains in the study. Since there are no plans to do a revision, no further clinical/medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.